Event description:
Drape allowed blood to strike through the underside of reinforced area, fabrics seamline showed wrinkles and allowed blood to "weck" toward the incision. Several tiburon drapes did not perform as advertised; as being impervious and absorbent throughout the entire drape. It did not provide the highest level of protection